Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The clinician has noted that since the initial activation the user has not shown a clear response to sound with the device. The device was explanted on (B)(6) 2018. Granulation tissue and yellowish liquid was found in the bone before the mastoidectomy area. No re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During investigation the device operates within specification. This finding was expected, because according to the recipient report the device was explanted for clinical and post-surgical reasons, namely changes of the bone pattern in the cochlea area were noted with CT imaging. As per explant report form, an immediate or delayed hypersensitivity reaction to the electrode is alleged which lead to necrosis of the bone of the second apical turn of the cochlea. However, according to later soft tissue analysis, a foreign body reaction has been observed. The investigation results appear to match the symptoms mentioned in the event description. This is a final report.

Event description:
The clinician noted that since the initial activation the user had not shown a clear response to sound with the device. Post-surgical CT scans showed changes of the bone pattern in the cochlear area. Imaging prior to implantation surgery was performed and indicated a normal cochlea. The device was explanted on (B)(4) 2018. Re-implantation is not being considered.